Manufacturer narrative:
This device will not be returned for eval. The device was repaired at the customer's facility by a baxter field svc engineer. A field corrective action has been initiated.

Event description:
The facility reported a fail code 810:04. Info was not provided regarding whether or not the failure occurred during a pt infusion.